Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported post procedure, the interventional radiologist went to deploy the angio-seal device, once it was positioned, as he pulled back during the final stage there was no evidence of the attached string (as part of the device). Therefore, the deployment was not completed, and no seal was created and the device was pulled out. The radiologist then used a femstop (st. Jude medical), and then used manual compression. The patient developed a hematoma. Contact with the nurses the following day indicated that the patient had a false aneurysm at the site and remained in the hospital. Additional information was received on december 21, 2017. The blood loss was reported to be greater than 250 cc.

Manufacturer narrative:
One used 6 fr angio-seal sts plus device was received for product evaluation. The guidewire and arteriotomy locator were returned as well. The returned device was subjected to visual analysis where blood-like substance was found along the hemostatic sheath and the main body of the device. There were no anomalies noted with the arteriotomy locator or the guidewire. The carrier tube assembly was properly mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not posted at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the hemostatic sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. The IFU (tpr-600006627 rev. A) states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." This does not appear to have been followed as the anchor was within the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device was able to meet functional specifications based on the tests performed. However, based off the investigation, it is likely the user did not place the device in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip.